Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Update: (B)(6) 2012 - patient's operative records were received. Records indicate the patient had increased metal ion levels, metallosis, and a large fluid collection. No new information that would change the outcome of the investigation. Update: (B)(4) 2012 - litigation alleged the asr hip was explanted due to pain, weakness, discomfort, soreness, difficulty walking, dizziness, imbalance, elevated metal ion levels (measured just before revision at 9.7 mcg/l cobalt and 1.2 mcg/l chromium). The revision procedure revealed large, cloudy fluid collection, metallosis, and significant synovitis requiring extensive synovectomy. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain.